Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.0mm x 110mm straight, double (0°) trudi navigation shaver blade was received contained in a decontamination bag. Upon arrival, visual inspection was performed, and the cutting part of the inner blade was broken. The cutting window of the outer blade was deformed, and scratches were visible inside the cavity. A metallic object (such as the cleaning brush) had been inserted through the cutting window while a rotation of the shaver blade had been made by stepping on the foot pedal. No additional smaller fragments other than the cutting part had been generated. The issue reported was confirmed; however, it should be noted that according to the event description, the customer confirmed having used the cleaning brush one time to unclog the blade. The cleaning brush was inserted through the distal end, inside the cutting window, and the blade broke not long after the unclogging. The unclogging process described in the instructions for use (IFU) has not been respected. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. As part of acclarent quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The IFU provides the following information: 1. If cleaning of the trudi® shaver blade is required, remove the handpiece and trudi® shaver blade from the patient. 2. When removing the trudi® shaver blade from the handpiece, click on the handpiece button, while removing the shaft of the trudi® shaver blade simultaneously. 3. Remove the trudi® shaver blade from the handpiece and use the brush to clean by inserting from the proximal end of the trudi ® shaver blade to remove obstructions. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is pgw/erl. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The device lot number is unknown; therefore, the full UDI is not available. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Part of the trudi shaver blade detached and required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a primary functional endoscopic sinus surgery (fess) procedure, the trudi system was not recognizing the 0° trudi nav suction device (tdns000z / 2204060). The ent consultant exchanged the suction device, the issue was resolved, and the procedure resumed. During the same procedure, it was also reported that the shaver blade window of the 4.0mm x 110mm straight, doubt (0°) trudi navigation shaver blade (tsb4str / lot# unknown) became detached from the 4mm shaver blade. The detached portion was retrieved and no patient injury was reported. The ent consultant exchanged the shaver blade and the issue was resolved. On 29-jul-2024, additional information was received. Related to the suction device, per the information, it had been reprocessed approximately 10 times in accordance with the instructions for use. When the issue with the suction device occurred, the icon of the device on the trudi system was orange color at start of case. The error message read was ¿on monitor.¿ the device was plugged in after registration. Related to the trudi shaver blade, per the information, the detached portion was removed from the patient¿s anatomy. The information also indicated that the cleaning brush packaged with the shaver blade was used only once to unclog the device. The console that was used was origo. Irrigation was activated at flow rate of 70. Further additional information was received which confirmed there was no harm to the patient. The method in which the detached piece was removed from the patient was via suction and the use of a bayonet forceps. Based on the additional information received on29-jul-2024, the issue related to the trudi shaver blade has been deemed usfda reportable as a ¿serious injury.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 14-aug-2024. [Additional information]: on 14-aug-2024, additional information was received. Per the information, the part that became detached from the inner tube has been discarded. The information also indicated that one fragment of the blade was generated, there were no additional smaller fragments. The fragment was removed from the patient. It was not long after unclogging that the blade broke. During the unclogging, debris was cleared through the distal tip, window opening. There was no specific procedural nor patient circumstance that contributed to the breaking of the blade product. The information indicated / confirmed the blade has not been reprocessed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 08-aug-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.